Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent revision surgery due to loosening/lysis of the implant. The tornier ascend humeral head implant and a glenoid implant were removed and replaced without incident.